Event description:
It was reported that during a procedure to implant a g2 vena cava filter in a trauma patient, the doctor had difficulty deploying the filter. The approach was via the right femoral. When the doctor attempted to deploy the filter, the arms deployed, but the legs were stuck in the spline in the catheter. Reportedly, the pusher rod felt like it was hung up on something, also. The doctor then went in through the jugular with a recovery cone with plans to retrieve the filter and remove it, the recovery cone was used to free it, by twisting and pulling on the wire and pulling upwards with the cone. The filter eventually deployed in the desired location. The filter is implanted with the apex between l2 and l3, below the renals. All the arms and legs were deployed and in place. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not arrived at the manufacturing facility for evaluation to date. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. The filter will not be returned for evaluation as it remains implanted despite several requests, the delivery system has not been returned for evaluation to date. The results of the investigation are inconclusive. It is unk whether patient or procedural factors contributed to this event.